Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, while at school, the patient¿s cgm displayed a value of 3.0 mmol/l, while the insulin pump display showed 12.0 mmol/l. A fingerstick blood glucose (fsbg) measurement was performed, resulting in a value of 13.0 mmol/l. The patient experienced vomiting at that time. According to the patient¿s parent, the insulin pump was not delivering sufficient insulin, and the patient was progressing toward diabetic ketoacidosis (dka). The parent went to the school, manually administered insulin, and transported the patient to the emergency room (ER). At the ER, the patient was diagnosed with dka. No additional cgm or bg values from that time were available. The patient was treated with intravenous (IV) insulin, potassium, fluids, and an unspecified anti-nausea medication. The patient was discharged the following day at approximately 11:00 am after a hospital stay exceeding 24 hours. At the time of reporting, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.